Event description:
It was reported that during a gastric sleeve, the device jammed and did not open and it cut but did not staple. It was not reported how the procedure was completed. No adverse consequences reported. Requested and received the following information on 09/28/2009.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.